Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor experienced high sensor glucose rate of change. Sensor did not perform within specifications and this issue is confirmed. High sensor glucose rate of change can be caused by multiple factors and cannot be determined by carelink analysis. It is likely that the sensor contributed to the sensor glucose vs. Blood glucose issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose in (B)(6) 2020 and inaccurate sensor readings that triggered a threshold suspend. The customer's blood glucose was 450 mg/dl and he passed out. The customer¿s blood glucose was 177 mg/dl and sensor glucose was 114 mg/dl at the time of the event, the difference is outside the acceptable range. The customer did not provide information about symptoms and treatment of high blood glucose. It was unknown if the auto mode was active at the time of incident. The insulin pump will be returned for analysis. The senor will not be returned for analysis.